Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited loss of capture. A diagnostic imaging was performed, and no anomaly was found. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.